Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the ablation phase, pericardial effusion was discovered. The patient was sent to surgery for tamponade repair. Extended hospitalization was required to recover from surgery and extensive care and monitoring. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430197l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the ablation phase, pericardial effusion was discovered. The patient was sent to surgery for tamponade repair. Extended hospitalization was required to recover from surgery and extensive care and monitoring. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was done during the case. There was no evidence of steam pop nor other product malfunction during the ablation. No error messages were observed. Catheter flow was set between 2/17ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3sec, 3g 25% of the time, tag size 3. Tag index was used as coloring option. Red color appearing at tag index 450. Since the event is life threatening and required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.